Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm reviewed the system diagnostics and observed that battery #2 did not have any capacity. The stm plugged the iabp unit into ac power and observed battery #1 was charging and the capacity was increasing. Subsequently, the stm repeated the testing on battery #2 and observed that the capacity would not leave zero. The stm replaced battery #2 and verified proper charging. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The customer's biomed kept the iabp unit plugged in to charge overnight. The stm verified with the customer's biomed the next day that both batteries were fully charged, and cleared the iabp unit for clinical use, and the customer returned the iabp unit to service.

Event description:
It was reported that during a daily check, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involved and no adverse event reported.